Event description:
I was diagnosed with breast cancer (B)(6) 2010. I had reconstruction with breast implants in 2011. I had mentor cohesive gel implants put in. Since 2012-2013 I have developed symptoms of autoimmune disease that I had tested negative for, but had all the symptoms. I have progressively gotten worse with fatigue and felt as if I was dying of old age. On (B)(6) 2016, my plastic surgeon that put the implants in took them out. I now have no breast but my symptoms are getting better. I am 3 weeks post op. The brain fog has gone away. I am able to sleep throughout the night now. My joint pain is betting better. I do not feel tired all the time. My swelling has gone down a great deal. I just wanted to report the problems I had with these implants. I have lost many hours from work and my life feels like it is back on track.